Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, an opaque material was found along the posterior surface of the optical part of he iol after implantation. The opaque material could not be washed off with solution so the patient was left in the operating room while a new lens could be delivered for replacement. On repeat examination, the material had separated from the iol and was removed mechanically without lens replacement and harm to the patient. There was a surgical delay of two hours. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Attached photos are only of the packaging. A drawing was provided by the surgeon. The drawing indicates an elongated particle on the optic surface. No determination can be made from the drawing. Associated cartridge and handpiece information were not provided. It is unknown if qualified products were used. Two viscoelastics were indicated. Both viscoelastics were qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported event. The reported particle was not returned. The lens remains implanted. It is difficult to make a determination without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).